Event description:
Durng product evaluation, failure code 814:01 was found in the pump's event history file. There was no pt injury or medical intervention necessary according to the hosp. Rep. No additional information is available.